Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes resulting in shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 40 months, oversensing with inappropriate therapy was reported. Although all electrical parameters were still good, the physician decided to perform a lead revision. The patient was hospitalized and has been monitored as the therapy detection of the ICD was programmed to 'off' to avoid further shocks. No further details with regard to the revision procedure have been reported. Apart from the shocks, no further adverse patient side effects have been reported. Should more information become available, this report will be updated.